Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission noise was observed. Externalized conductors were noted. Subsequently, the lead was capped and replaced.